Event description:
It was reported that the patient alert triggered, and the patient presented to the emergency room. The right ventricular (rv) lead exhibited high pacing and coil impedances. Further investigation revealed that the setscrew was out of position, and the pocket was reopened while evacuating a pocket hematoma at the same time. The lead was tested using the analyzer, and as all measurements were within normal limits, the lead was then reconnected to the device, where the impedances were high once more. The device and lead were disconnected and reconnected once more, resulting in normal impedance measurements, even after multiple measurements. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).